Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. The blood glucose reading is 102 mg/dl. Customer states that the insulin didn't exit and the pump alarmed no delivery. Customer went through the displacement test process and the test failed. The insulin pump did not alarm low reservoir. Nothing further reported

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform no delivery test or displacement test due to motor error alarm. The insulin pump had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.